Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
Bipolar head disengaged from v40 head and stem. Surgeon converted to a total hip with tritanium cup and mdm. Hospital is not releasing any more information regarding the case.